Event description:
Per the surgeon, the electrode array was found to be deflected into the scala vestibuli. The device was explanted on (B)(6), 2009, and the patient was reimplanted with another device during the same surgery. It was also reported that only a partial insertion was achieved during reimplantation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).